Event description:
Pt had two sleep studies performed. One in january 2006 and again the next day in january 2006. Pt called company to report that he finished his last sleep study "4 hours ago" and his eyes were puffy and he had "cloudy" vision. He did rinse his eyes with water and they were still irritated. When he called the testing lab where he had the sleep study, they informed him that the product used was ten20 conductive paste.